Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6106976. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® plastic plain serum 4ml blood collection tube with red hemogard¿ had the blood specimen clotting during specimen draw. No medical intervention or injury reported.

Manufacturer narrative:
The initial MDR was submitted with a preamendment, but the correct listing is n/a.